Event description:
It was reported that patient underwent a replacement surgery of his sling device. Device never actually worked. A new artificial urinary sphincter (aus) was implanted. No information about the patient outcome is available at the moment. Should additional information become available, a supplemental report will be submitted. Additional information was requested, however, no further information was available at the moment.